Event description:
Terumo received the following reported information: the band was placed, then the recovery registered nurse (rn) the device lost the air. The balloon was inflated and it leaked immediately/balloons deleted on their own. A new band was placed with no issue, and there was no impact/harm to the patient; patient was fine. The product was stored prior to use with all other products. There was no issue with heat.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of DHR showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk tabel (hbrt).

Manufacturer narrative:
A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: the band was placed, then the recovery registered nurse (rn) the device lost the air. The balloon was inflated and it leaked immediately/balloons deleted on their own. A new band was placed with no issue, and there was no impact/harm to the patient; patient was fine. The product was stored prior to use with all other products. There was no issue with heat.